Manufacturer narrative:
A revision procedure was subsequently performed and the rv lead was removed from service and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant recommended bringing the patient in for further evaluation. The caller stated no further testing has been performed; however, a revision procedure is scheduled to be performed in the upcoming weeks at a different facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Pacing impedance measurements in unipolar mode are stable. A review of the stored data identified noise and oversensing. Additionally, there is sporadic atrial pacing that is being inhibited due to the ventricular oversensing. No adverse patient effects were reported.